Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt light headed. The ipg and rv lead were reprogrammed and were ultimately revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was reported that implantable pulse generator (ipg) moved, failed to pace and was not capturing. On the right ventricular (rv) lead increasing thresholds and many low and high impedance episodes and oversensing were observed. Rv lead warning was triggered. The rv lead insulation and dislodgement were suspected. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.